Event description:
It was reported that the patient's blood glucose (bg) levels reached 22 mmol/l (396 mg/dl). The pod was leaking while worn on the leg for between 25 and 36 hours.

Manufacturer narrative:
During the investigation a leak test was performed. Inspection of the fluid path during this test found a tear in the exposed portion of the soft cannula. Fluid was observed leaking from this tear during the investigation. It could not be determined when this damage occurred or what caused this damage. The download data shows no timeouts or high pulse widths that would indicate a struggle to deliver insulin. No other damages that would affect insulin delivery were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.